Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, prior to a ureteral calculi removal, the user detected that the basket of 'ngage nitinol stone extractor' would not open and close. The user was performing preoperative testing of the device and it was found that the 'push rod switch' was unable to actuate the basket. The device was replaced with a new basket and the procedure was completed. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation ¿ evaluation: reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi) and quality control procedures, as well as a visual inspection and functional test of the returned device were conducted during the investigation. One ngage nitinol stone extractor was returned to cook for evaluation. The device was function tested and the basket formation did not manually actuate. The visual exam notes one of the basket wires was cut/broken. The broken wire was not mentioned by the user, making it possible the wire broke during return shipping/handling. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other complaints associated with the reported device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t_shef_rev1; the IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, a cause for the failure of the basket to open could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1: customer phone = (B)(6). E3: customer occupation = unknown. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to a ureteral calculi removal, the user detected that the basket of 'ngage nitinol stone extractor' would not open and close. The user was performing preoperative testing of the device and it was found that the 'push rod switch' was unable to actuate the basket. The device was replaced with a new basket and the procedure was completed. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.